Event description:
HEALTHCARE PROFESSIONAL REPORTED "BREAST CANCER AND RUPTURE". THIS RECORD IS FOR THE LEFT SIDE. THE DEVICE HAS BEEN EXPLANTED.

Manufacturer narrative:
CONTINUED: E1: PHONE NUMBER/FAX NUMBER: (B)(6). FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCE'S NOTED. REASON FOR REOPERATION: RUPTURE.

Event description:
Healthcare professional reported "breast cancer and Rupture". This record is for the left side. The device has been explanted.

Manufacturer narrative:
ADDITIONAL, CHANGED, AND/OR CORRECTED DATA: A4, B3, B5, B6, D4, H.6.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "RUPTURE". THIS RECORD IS FOR THE LEFT SIDE. THE DEVICE HAS BEEN EXPLANTED. CAPSULECTOMY WAS PERFORMED.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: D9, H3, H6.Device Evaluation: Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: Rupture: Observed two openings through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process.None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.